Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the staff was encountering an issue where the scope image was inverted. The staff had tried a new scope with no change and were power-cycling the system. The tse explained that the issue could be resolved by wiping out the guided tool change. The staff resolved the issue through a power cycle. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no injury/harm to the patient.

Manufacturer narrative:
The reported event was addressed with phone support. The customer resolved the issue through a power cycle. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
While a definitive root-cause cannot be established since the reported complaint was not confirmed/replicated, a potential root cause for this failure can be attributed to an improper customer setup. Based on customer allegation, the system issue could occurred due to a wrong endoscope orientation in reference to the selected system configuration. It can be resolved by removing the endoscope, pressing the instrument clutch button to cancel guided tool change, and re-install the endoscope, or power cycling the system.